Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the attempted implant of the right ventricular (rv) lead, the physician was unable to extend the helix while the lead was in the body. The lead was removed and the technician was able to extend the helix but then could no longer retract it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not retract due to distal conductor distortion and fracture in the connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.